Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the battery terminals and a charging issue on the 14v battery was not confirmed. The 14v li-ion battery, serial (B)(6), was not returned for analysis. Additional information on 08nov2021 stated that the battery will not be returned for evaluation. Per provided information, the battery was exchanged due to a damaged terminal. There was no additional documents or images regarding the event. A root cause of the reported event was not determined through this analysis. The 14v battery was inspected and accepted into storage location on 16oct2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate 14 volt li-ion battery instructions for use explains the operation of batteries in the heartmate system. The IFU informs the user not to use damaged batteries and how to care for the batteries to prevent damage. The IFU also informs the user to inspect the batteries for damage once a week. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a 14v battery was returned to the site due to issues charging and calibrating. Upon inspection, it was noted that there was some burn marks on the terminals.